Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that both of the red indicator lights were illuminated below both fuses in the mobile view station (mvs). Fuses replaced and functionality restored. The blown fuses have not been received by the manufacturer for evaluation. An electrical failure mode was confirmed, with blown power line fuses being the root cause. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that when the imaging system was plugged in, it would not power on. There was no patient present when this issue was identified. No additional details were provided.